Event description:
It was reported that the patient presented to the emergency room. Upon review, the implantable cardioverter defibrillator found to be in the back up mode. Programming changes were made on the device. Patient was stable.